Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the trek catheter noted blood visible on the loosely folded balloon and shaft and crystallized contrast in the inflation lumen, consistent with preparation and use of the catheter in the patient anatomy. The shaft was stretched (necked) 9.4 cm distal to the guide wire exit notch, for a length of 2 mm. Factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are leak tested and a sampling of units is destructively tested to verify deflation times. The total catheter length was measured and met manufacturing criteria. A new indeflator was filled with contrast medium; diluted 1:1 with colored water and was used in an attempt inflate the balloon to the rated burst pressure, but the balloon would not inflate. The device was placed in the water bath for a day in an attempt to dissolve the crystallized contrast in the inflation lumen. The crystallized contrast was dissolved; however, the balloon still did not inflate. Fluid would not advance past the stretched (necked) shaft. Reportedly, no damage was reported as being observed during product inspection prior to use and the balloon was able to be successfully inflated with no difficulties noted; therefore, it is possible that the noted stretched shaft occurred during the procedure. It is possible that if resistance was encountered during retraction of the catheter, as the balloon would not deflate, and as force was applied, the shaft became stretched, further contributing to the balloon unable to deflate; however, a conclusive cause for the difficulty deflating the balloon could not be determined. A search of the lot history record indicated no nonconforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a product quality deficiency.

Event description:
It was reported that during a procedure in the left main coronary artery, after successfully performing pre-dilatation at the target lesion with a 3.0x20 trek balloon dilatation catheter, the 3.0x20 catheter was removed, then a second 3.5x30 trek rx balloon dilatation catheter was advanced without resistance onto a bmw hydro guide wire to the lesion site. The physician successfully inflated the 3.5x30 trek rx balloon dilatation catheter to 14 bars for 9 seconds, but was unable to fully deflate the balloon. An attempt was made to withdraw the 3.5x30 trek rx balloon dilatation catheter; however, resistance was felt. Therefore, the catheter was carefully removed as a single unit with the bmw hydro guide wire and non-abbott guiding catheter. A 3.5x38 xience prime stent delivery system was advanced to the target lesion and the stent was deployed successfully. The 3.5x38 xience prime stent delivery system was removed and post dilatation was performed using a 4.0x20 non-abbott dilatation balloon. There were no adverse patient effects and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.